Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that patient fell on the opposite side of the implantable neurostimulator (ins) and stopped feeling stimulation. The hcp indicated that all of a sudden patient stopped feeling stim and all of their symptoms got worse. The healthcare provider indicated that they electrode impedance but it's all blank. Hcp stated patient tried programs 1-4 at home and they "weren't working" and caller clarified this meant that patient wasn't feeling stim (even at 8.5v). Hcp ran through programs 5-7 in office and patient could only feel stim on program 5. Hcp claimed electrode impedance was blank but read that therapy impedances was 361 ohms, 25 ua and status was ok and they could scroll through the programs. The technical service indicated that hcp had run therapy measurement as oppose to electrode impedance. Hcp read that therapy measurement was 361 ohms, 25 ua and status was ok and they could scroll through the programs. All other impedance measurement were within normal limit except 0-3 which was less than 50.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was implanted for bladder and they were having issues with leaking urine the last couple of weeks and they did not feel stimulation for the last couple of days. The patient had been trying to increase stimulation in the past couple of days and felt nothing. The patient noted that they had always felt stimulation before and was really concerned that they felt no stimulation now. The patient was at 8.5v at the time and the programmer does not let them go higher on that program. The patient stated that the other programs were at 7v ¿or something¿ and they felt nothing, and they had tried 3 different programs. The patient also reported that they had a fall about a week ago at home against something, but did not fall hard. It was reviewed that it is recommended to have the device checked after a fall. The patient was redirected to their healthcare provider to have the device checked and noted an appointment on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID (B)(4) lot# v557158 serial# implanted: (B)(4) 2010 explanted: product type lead : due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they were supposed to contact us back in march. They reported they were having a lot of problems with their device. They were supposed to have surgery to replace the leads, but due to their job they were unable to have that done. Caller reported they had a fall and their leads no longer worked. Also reported they were experiencing a lot of pain. They were looking for a doctor who working in their area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.